Event description:
Patient was revised to address dislocation due to disassociation of the locking ring from the liner. The cup was also poorly placed.

Event description:
Caller alleged that aviva blood glucose test strips were labeled with an expiration date expiring 07/31/2010. The manufacturer's batch record show the actual expiration date to be 07/31/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.